Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported fashes were observed on the monitor during the case as if there were interference or cabling problems during a citoscopia diagnostic procedure involving an olympus autoclavable camera head. There was no patient injury reported.